Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. Same case as 6000089-2006-02115, 02116, 02117. It was reported that 51 days after a coronary drug eluting stenting treatment procedure the patient expired. The index procedure treated a 3.4x12mm, 90% stenosed, severely calcified, moderately tortuous lesion in the proximal right coronary artery (prox rca) with predilation and placement of a taxus liberte' 3.5x16mm drug eluting stent. It also treated a 2.8x25mm, 80% stenosed, mildly calcified, moderately tortuous lesion in the distal rca with predilation and placement of a taxus liberte' 3.0x28mm drug eluting stent. It also treated a 2.8x36mm, 99% stenosed, severely calcified, moderately tortuous lesion in the proximal left circumflex (prox lcx) with predilation and placement of two taxus liberte' 3.0x20mm and 2.75x20mm drug eluting stents. There were no reported complications. The patient was discharged the next day on aspirin and plavix. At 51 days after the initial procedure, the patient expired. The cause of death was hemorrhagic ictus. In the opinion of the physician the event was non-cardiac and unrelated to the taxus liberte' stent. At the time of this event, the patient was taking aspirin and plavix. This product is only ous approved but it is similar to a marketed us device.